Event description:
Arthritis of left knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt¿s medical history was significant for osteoporosis, hypertension, hypercholesterolaemia and overactive bladder. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml per week (left joint). The lot number of synvisc was not provided. The pt received second and third injection of synvisc on (B)(6) 2012, respectively. On (B)(6) 2012, the pt experienced arthritis of left knee. On (B)(6) 2012, her synovial fluid analysis was performed which revealed that fluid bacterium culture was negative, cppd in fluid was negative, crp was 2.32 and wbc was 8000. On (B)(6) 2012, the pt was hospitalized. On (B)(6) 2012, the event of arthritis of left knee alleviated. It was reported that she had still been hospitalized and on (B)(6) 2012, her synovial fluid analysis revealed crp (1.25) and wbc (7400). The action taken with synvisc treatment was not provided. The outcome for the event of arthritis of left knee was not yet recovered. Relevant concomitant medications included telmisartan, atorvastatin calcium hydrate, celecoxib, alfacalcidol, solifenacin succinate and alendronate sodium hydrate. The intensity for the event of arthritis of left knee was not provided. The reporter assessed the relationship between synvisc and the event of arthritis of left knee as probable.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.